Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the initial evaluation the device did not meet acceptance criteria of evaluation process for no power. The technician recommended replacing the device's power supply to address the issue. No further investigation is required at this time. Additionally, the device's oxygen connector was replaced due to being broken. During the evaluation of the device, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no foam particles were observed. The device has been remediated, repaired, the software upgraded and passed all final testing.